Event description:
Synovitis [synovitis] ([joint pain], [joint inflammation], [joint effusion]). Injection in first m+c phalangeal and first pip [off label use of device]. Case narrative: based on additional information received on 11-dec-2018, this case initially assessed as non-serious was upgraded to serious (intervention required for synovitis). This case is linked to case (B)(4) (cluster). Initial information received on (B)(4) 2018 regarding an unsolicited valid serious case received from a nurse. This case involves adult patient who experienced synovitis (latency: unknown) and had injection in first m+c phalangeal and first pip, while he/she was using medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, injection in first m+c phalangeal and first pip guided by ultrasound, 0.5 ml per joint via intra-articular route (lot - 7rsp006b) for osteoarthritis. On the same day 20 minutes after injection, the patient developed an event of a non-serious pain and inflammation. On an unknown date in 2018, after unknown latency, patient had synovitis for patient had synovial fluid puncture. Patient had celecoxib (celebrex), triamcinolone acetonide (kenalog), cefalexin (keflex), clindamycin phosphate (clinda) as corrective treatments for pain and inflammation. Patient considered that hylan g-f 20, sodium hyaluronate injection contributed to pain and inflammation and is not related to any pre-existing condition. It was reported that patient was not improving very fast. Final diagnosis was synovitis and had injection in first m+c phalangeal and first pip. A product technical complaint (ptc) was initiated on (B)(4) 2018 for synvisc. Batch number: 7rsp006, global ptc number: (B)(4). The production and quality control documentation for lot number 7rsp006 expiration date (30-apr-2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number: 7rsp006 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The review had not indicated any safety issue. As of (B)(6) 2018 there were 4 complaints on file for lot # 7rsp006 and all related sublots: there were 2 complaints on file for lot number 7rsp006c: (1) barrel breakage and (1) detached needle hub. 2 complaints were on file for lot number 7rsp006b (2) adverse event. Sanofi would continue to monitor complaints as stated in sop rdg-sop-00440 "product complaint handling" to determine if a CAPA was required. Corrective treatment: celecoxib, triamcinolone acetonide, cefalexin, clindamycin phosphate and synovial fluid puncture for synovitis. Outcome- unknown for synovitis. Seriousness criteria: intervention required for synovitis. Reporter causality: related. Additional information received on (B)(4) 2018. Suspect product updated to synvisc from synvisc one. Clinical course updated and text amended accordingly. Additional information was received on (B)(4) 2018. Global ptc number and ptc results were added. Text amended accordingly. Additional information was received on 11-dec-2018 from nurse. Events of synovitis and injection in first m+c phalangeal and first pip were added with details. Indication and dosing details for suspect was added. Seriousness criteria was added. Clinical course updated. Text amended accordingly. Follow up received on 13-dec-2018 from nurse. No new information received.